Manufacturer narrative:
This is a follow up report to a medwatch submitted under manufacture report number 9617229-2023-05787. This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Gel bleed: no observed. Additional observations: one opening observed on posterior side assessed as fold flaw opening. Stress marks observed. Wear abrasion observed. Creases were observed. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii and perspiration.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade iii" and "perspiration". Device has been explanted.